Event description:
This patient was part of a clinical study. It was reported a stroke occurred. The patient had been on aspirin and apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Complete laa seal was noted. The patient was discharged on apixaban. 1,021 days post index procedure, the patient presented to the emergency room following two (2) syncopal episodes that day. At the time of the event, the patient was on aspirin. The patient could not recall events that happened. An irregular heart rhythm was detected, and the patient was diagnosed with multiple syncopal episode. The patient was admitted to the hospital for further workup. Computed tomography angiography (cta) of the head was performed which showed non-opacification of the left pca, age indeterminant. Significant narrowing of the right m2 with distal opacification. Was negative for an acute intracranial process. A magnetic resonance imaging (MRI) was performed which revealed acute right mca territorial infarctions clustered involving right inferior parietal and posterior temporal cortices and isolated small focus in right corona radiata. Based on the diagnostic findings, the patient was diagnosed with acute stroke. A transthoracic echocardiogram (tte) was performed and revealed left ventricle findings consistent with mild concentric hypertrophy, arrythmia was present, left atrium was moderately dilated, and the mitral valve had mildly thickened leaflets and mild valvular regurgitation. A cardiologist was consulted, and it was determined the patient likely had both vascular ischemic strokes as well as cardioembolic. The physicians restarted the patient on anticoagulation, a high intensity statin atorvastatin, and to continue clopidogrel. The patient was discharged home, and the event of acute stroke was considered to be resolved.

Event description:
This patient was part of a clinical study. It was reported a stroke occurred. The patient had been on aspirin and apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Complete laa seal was noted. The patient was discharged on apixaban. 1,021 days post index procedure, the patient presented to the emergency room following two (2) syncopal episodes that day. At the time of the event, the patient was on aspirin. The patient could not recall events that happened. An irregular heart rhythm was detected, and the patient was diagnosed with multiple syncopal episode. The patient was admitted to the hospital for further workup. Computed tomography angiography (cta) of the head was performed which showed non-opacification of the left pca, age indeterminant. Significant narrowing of the right m2 with distal opacification. Was negative for an acute intracranial process. A magnetic resonance imaging (MRI) was performed which revealed acute right mca territorial infarctions clustered involving right inferior parietal and posterior temporal cortices and isolated small focus in right corona radiata. Based on the diagnostic findings, the patient was diagnosed with acute stroke. A transthoracic echocardiogram (tte) was performed and revealed left ventricle findings consistent with mild concentric hypertrophy, arrythmia was present, left atrium was moderately dilated, and the mitral valve had mildly thickened leaflets and mild valvular regurgitation. A cardiologist was consulted, and it was determined the patient likely had both vascular ischemic strokes as well as cardioembolic. The physicians restarted the patient on anticoagulation, a high intensity statin atorvastatin, and to continue clopidogrel. The patient was discharged home, and the event of acute stroke was considered to be resolved. It was further reported that that patient presented to the emergency department (ed) with the complaint of shortness of breath with an onset date of (B)(6) 2025. The patient was hospitalized. At time of event the patient was on apixaban and aspirin and diagnosed with acute chronic congestive heart failure. The patient was discharged home three (3) days later. The following day after being discharged home, the patient again presented to the ed with the complaint of slurred speech and generalized weakness. Cta of the head/neck was performed and based on diagnostic findings, the patient was diagnosed with ischemic, posterior right frontal lobe cerebral vascular accident (cva) with onset date of (B)(6) 2025 (1097 days post index procedure). At the time of the event the patient was on apixaban and aspirin. The nih stroke scale score was found to be 1. Speech disturbance improved in the ed and patient was stabilized. The following day, the cva event was considered to be resolved, and the patient was discharged home the same day. It was further reported that that patient presented to the emergency department (ed) on (B)(6) 2025 with the complaint of wheezing and mild cough, left facial and left arm paresthesia, left arm numbness and tingling from 3 days with an onset date of (B)(6) 2025. The patient was hospitalized. Nihss score was 2. On (B)(6) 2025, MRI of brain was performed which revealed occlusion of the proximal m2 branch of the right mca inferior division, and confirmation of recent right mca territory infarct, with the onset of (B)(6) 2025, which was 1127 days post index procedure. At the time of the event, the patient was on apixaban and aspirin. Patient was started on speech, physical and occupational therapy. The patient received a medication change or adjustment in response to this event. On (B)(6) 2025, the event was considered to be resolved with sequalae and on the same day the patient was discharged to a rehabilitation or skilled nursing facility.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
B5: information added h6 patient codes added: heart failure/congestive heart failure, muscle weakness/atrophy, dyspnea, speech disorder.

Event description:
This patient was part of a clinical study. It was reported a stroke occurred. The patient had been on aspirin and apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Complete laa seal was noted. The patient was discharged on apixaban. 1,021 days post index procedure, the patient presented to the emergency room following two (2) syncopal episodes that day. At the time of the event, the patient was on aspirin. The patient could not recall events that happened. An irregular heart rhythm was detected, and the patient was diagnosed with multiple syncopal episode. The patient was admitted to the hospital for further workup. Computed tomography angiography (cta) of the head was performed which showed non-opacification of the left pca, age indeterminant. Significant narrowing of the right m2 with distal opacification. Was negative for an acute intracranial process. A magnetic resonance imaging (MRI) was performed which revealed acute right mca territorial infarctions clustered involving right inferior parietal and posterior temporal cortices and isolated small focus in right corona radiata. Based on the diagnostic findings, the patient was diagnosed with acute stroke. A transthoracic echocardiogram (tte) was performed and revealed left ventricle findings consistent with mild concentric hypertrophy, arrythmia was present, left atrium was moderately dilated, and the mitral valve had mildly thickened leaflets and mild valvular regurgitation. A cardiologist was consulted, and it was determined the patient likely had both vascular ischemic strokes as well as cardioembolic. The physicians restarted the patient on anticoagulation, a high intensity statin atorvastatin, and to continue clopidogrel. The patient was discharged home, and the event of acute stroke was considered to be resolved. It was further reported that patient presented to the emergency department (ed) with the complaint of shortness of breath with an onset date of (B)(6) 2025. The patient was hospitalized. At time of event the patient was on apixaban and aspirin and diagnosed with acute chronic congestive heart failure. The patient was discharged home three (3) days later. The following day after being discharged home, the patient again presented to the ed with the complaint of slurred speech and generalized weakness. Cta of the head/neck was performed and based on diagnostic findings, the patient was diagnosed with ischemic, posterior right frontal lobe cerebral vascular accident (cva) with onset date of (B)(6) 2025 (1097 days post index procedure). At the time of the event the patient was on apixaban and aspirin. The nih stroke scale score was found to be 1. Speech disturbance improved in the ed and patient was stabilized. The following day, the cva event was considered to be resolved, and the patient was discharged home the same day.